Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies. Device passed displacement test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a failed battery test, motor error alarm. Customer stated that the insulin pump had an no delivery alarm on the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.